Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified first obtuse marginal artery. A 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified first obtuse marginal artery. A 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage with struts pulled and lifted and bunched. The undamaged crimped stent outer diameter was measured and the result was 0.0390 inch this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.